Event description:
The customer reported high blood glucose. The blood glucose level was 351 mg/dl. The patient also stated that the insulin pump may not be delivering insulin properly. During troubleshooting, the insulin pump passed a drive support cap test and a manual prime test but the device alarmed low battery after a battery installation. The proper methodology for insertion was explained to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.